Event description:
It was reported that during an unknown procedure, the surgeon pulled the firing trigger, and nothing happened, battery was inserted correctly, and lights were on with the anvil correctly attached. Device would not fire. Another device had to be opened and used. No patient impact or delay in surgery.

Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.